Event description:
The customer stated that they have had the meter for several years, recently replaced the batteries and now part of the units position are missing. A review of the system was performed over the phone. The review indicated that the display was missing segments. The customer was asked to return the meter for further evaluation and replacement was provided.